Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -18.0 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and problem was resolved.